Manufacturer narrative:
Account found the cause to be worn brake casters and steer torque tube at the head end of the bed. Account replaced the torque tube and brake casters to resolve the issue.

Event description:
Account alleged that the brakes are not holding. No alleged injuries.